Event description:
A distributor in (B)(6) reported that the power fail alarm on an iw932aeu cosycot infant warmer is constantly blinking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation into this complaint is currently in progress. We will provide a follow-up report on completion of our investigation.